Manufacturer narrative:
One 9.5f x 90cm double lumen infusion catheter was returned for evaluation. An examination of the device revealed a tear 2mm from the end of the hub to lumen junction. All dimensional specifications were met. A review of the manufacturing records indicated all device specifications and quality requirements were satisfied. This catheter family is 100% leak tested during the manufacturing process. Testing was performed to attempt to duplicate this type failure. A catheter was occluded below the hub. The catheter was then forcefully flushed with saline. The lumen ruptured between the occlusion and the hub. The rupture is similar in appearance to the returned catheter. We are unable to determine the exact cause of these events, however, it appears that the lumens were stressed beyond the design capabilities. The instructions for use contain the following precautions. "A 10cc syringe or larger should be used. The smaller the volume of the syringe, the higher the pressure that can be generated. Catheter rupture with possible embolization may occur. Avoid bolus infusion of viscous solutions. Excessive force should not be used to flush an obstructed lumen. Central venous access catheters may become occluded due to clotting."

Event description:
The cvc catheter ruptured during prime with syringe 5cc. The rupture was below the blue portion.